Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. Preventive maintenance was performed. No parts were returned for investigation. The ventilator passed all functional and safety tests and was cleared for clinical use. The evaluation of provided device logs confirms the reported event. The logs show that the ventilator alarmed for high o2 concentration and also in combination with high airway pressure. Alarms for high o2 concentration are generated when the o2 concentration becomes higher than the upper alarm limit which is set value +5 vol%. Alarms for high airway pressure indicate that ventilation is ongoing but with higher airway pressure than intended. There are no technical error codes that indicate any technical issues with the ventilator. Pre-use check prior ventilation was started passed without remarks. The root cause of the alarms for high o2 concentration has not been determined.

Event description:
Manufacturer's ref # : (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref.: (B)(4).